Manufacturer narrative:
A return request was made for the explanted product. Initial investigation is completed. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), defibrillation lead, right atrial leads, and left ventricular lead developed a pocket infection. As a result, the device was electively explanted and a new device was implanted in the patient's abdomen. All the leads, even the previously surgically abandoned atrial lead (4137), remain implanted. No further adverse patient effects were reported.